Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that for about the past month, all the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/02/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow button responded appropriately. No keypad buttons were found to be sticking. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test display was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.